Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis replacement surgery due to unspecified reasons. No additional information was reported.

Event description:
It was reported that the patient underwent a tactra malleable penile prosthesis replacement surgery due to an organic anatomic condition of the patient that led to poor positioning of the device. There were no device issues, and no patient complications reported.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.